Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown standard triathlon baseplate.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Review of the post market surveillance survey noted that surgeon only uses "universal baseplates due to early loosening with keel and occasional need for ts." It was clarified that the surgeon believes other baseplates experience loosening.